Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation result of wire detached. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the distal section of the working length was kinked. Media analysis of a video provided by the customer showed the distal side of the device with some movement, but the handle actuation was not visible. Functional evaluation found the needle did not extend. Additionally, x ray test shows the soldering tip of the needle was not visible suggesting it detached. No other problems with the device were noted. The reported event was confirmed. The clinical observation as well as the additional investigation findings could have been generated due to operational factors, such as manipulating the device through difficult anatomy, or the technique used for the device manipulation. Once the working length is kinked this can lead to difficulty in actuating the device and extending the needle through the catheter at the distal section. In addition, the tension when actuating the handle created by the kinked working length can lead to the cutting wire detaching. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the preparation, the device was tested by the nurse. The handle was actuated in an attempt to extend the needle out of the sheath; however, the needle would not come out the sheath. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results of needle detached. Please refer to block h10 for full investigation details.